Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that apollo catheter encountered resistance with a guidewire, had a leak, and a puncture. The patient was undergoing surgery for treatment of an arteriovenous malformation. The access vesselwas the femoral artery puncture with a diameter of 6f mm. It was noted the patient's vessel tortuosity was normal. It was reported that during treatment of an arteriovenous malformation, when a 0.010-inch apollo microcatheter was used, the micro-guidewire could not be advanced out of the microcatheter, and a device issue was suspected. The micro guidewire and microcatheter were withdrawn together. Outside the body, a saline flush test was performed using a syringe, which revealed a rupture point in the microcatheter, as shown in the attached image. The microcatheter was replaced with another device of the same model, after which delivery was normal. There was a catheter leak at the distal section. The catheter was inspected or tested prior to use. The leak was observed during use. There were no patient symptoms or complications associated with this event. The device and any accessories were prepared as indicated in the instructions for use (IFU). The catheter was flushed as indicated in the IFU.